Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited no image output, scope communication error b30 and e216. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: no image output due to scope connector damage and scope communication error b30 and e216 occurred due to corrosion of the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.